Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pa2870, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an excision of mass/cyst surgery on (B)(6) 2019 and the suture was used. It was reported that suture needle pull off occurred after finishing sewing a stitch during the excision of back mass. Since the wound was very small, one stitch was enough to complete the surgery. There were no patient consequences reported.

Manufacturer narrative:
Additional device codes: 1562.